Event description:
A patient reported experiencing inaccurate low results with a lifescan meter. The patient's blood glucose results were 36, 264 mg/dl. Tests were done within 10 minutes with a difference of 135%. Patient did not experience any adverse events. No further information has been reported. Customer was storing strips in carry case outside of vial and received a 34 reading. Four minutes later opened fresh vial with all strips stored properly and results were 264 mg/dl.